Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2021-06432.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. The patient reported experiencing adhesions, vaginal erosion and ineffectiveness of the strip as they are still incontinent. No further information is available.